Event description:
Balloon rupture.

Manufacturer narrative:
On 5/13/2009---customer report was confirmed. Balloon was found to be ruptured in central area. Blood was found inside balloon lumen and underneath balloon. Balloon was baggy at the site of rupture. Balloon slightly protruded towards ruptured side.

Manufacturer narrative:
The device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. The edges of the burst are inconsistent in wall thickness and all of the balloon material that burst is larger than the side of the balloon that did not burst. This is commonly seen with devices that have been over inflated. Water was introduced through all of the lumens however the water did not flow because the device has dried blood and fluids in it. Visually there are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging.